Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a powerseal curved jaw sealer and divider was used in two total laparoscopic hysterectomy (tlh). According to the physician, a thermal damage to the bladder was observed in both patients. Additional information was received from the customer that both patients developed a vesicovaginal fistula with massive urine loss on the eighth postoperative day. There was no intraoperative injury to the bladder, as verified with methylene blue. In this respect, the only possibility is thermal damage as per the customer. Additional information was requested but not available at this time. There were no further reports of patient harm. There was no allegation of product malfunction. This report is 2 of 2 patients.